Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated emi. Analysis of the device memory indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hearing toning from their device. It was further noted that the right atrial (ra) lead exhibited diminished sensing, noise and low out of range (oor) pacing impedance. The ra lead pacing impedance was also noted to have decreased and been variable. Additionally, the right ventricular (rv) lead exhibited low oor pacing impedance and triggered a lead integrity alert (lia) for sensing integrity counter (sic) and rv pacing impedance variation. The rv lead also displayed oversensing, noise and cross-chamber oversensing. Lastly, electromagnetic interference and noise were observed on the implantable cardioverter defibrillator (ICD). The ICD system remains in use. No patient complications have been reported as a result of this event.